Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
During the distributor's incoming inspection, a stain of 2.5mm in diameter was found on a tyvek paper of the tray that the subject lead was packaged in.

Manufacturer narrative:
The preliminary analysis of the returned lead confirmed the reported contamination inside the packaging.

Event description:
During the distributor's incoming inspection, a stain of 2.5mm in diameter was found on a tyvek paper of the tray that the subject lead was packaged in.

Event description:
During the distributor's incoming inspection, a stain of 2.5mm in diameter was found on a tyvek paper of the tray that the subject lead was packaged in.